Manufacturer narrative:
If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.